Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. During pre-repair assessment performed by a technician, functional testing was performed and the device jammed and stopped moving. This testing revealed the chuck and ball bearing were defective. Additionally it was determined that the collet was defective as well. This mechanical failure was attributed to normal wear. Device was repaired and returned to the customer on (B)(6) 2013. Additional product codes; dzi, erl, hbe. Placeholder.

Event description:
Customer reported the tool heats up. No patient or user involvement was reported. This is report 1 of 1 of complaint# (B)(4).